Event description:
It was reported that, during a tha, when a surgeon was drilling a patient acetabulum with a drill through a trident cup, metal powder happened from drill point.

Event description:
It was reported that, during a tha, when a surgeon was drilling a patient acetabulum with a drill through a trident cup, metal powder happened from drill point.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding metal debris being generated while drilling involving a 4.0mm x 25mm drill bit was reported. The event was confirmed. Visual analysis showed that the devices were used, and one device showed damage on the edges of the flutes. Functional analysis showed that the drill bits could pass through the drill guide without interference. Material analysis determined that the drill bit material conformed to specification.medical evaluation not performed as no patient information was provided for review. A device history review could not be performed as no lot number was provided. A complaint history review could not be performed as no lot number was provided. The exact cause of the event could not be determined because the usage frequency of the returned 4.0mm x 25mm drill bits could not be confirmed. It is noted that the subject 4.0mm x 25mm drill bits were manufactured and distributed on an unknown date which would indicate that they may have had many uses during their time in the field. Additionally, the devices drill into the acetabulum which consists of cortical, i.e. Hard bone.